Manufacturer narrative:
(B)(4). This is a combined initial and final report. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown oxford femur large; item number# unknown; lot number# unknown. Unknown oxford c right tibial base plate; item number# unknown; lot number# unknown. G2 ¿ foreign ¿ australia. The products involved in the reported event were not returned for investigation; however, pictures were provided and reviewed which identified an oxford cemented femoral and tibial component with bearing which appear to have been explanted. The bearing appears to have wear on the bearing face and deformation to the medial part of the bearing surface. Nothing further can be gained from the pictures. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Minimal medical records were provided, which were reviewed by a health care processional. Which showed no intraop complications. Radiographs were provided and reviewed by a radiologist. The review identified a right knee medial compartment hemi arthroplasty with possible narrowing of the joint space which could indicate underlying polyethylene wear. Overall sizing is appropriate. Osteoarthritic changes are seen within the lateral and patellofemoral compartment but are not significant. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Initially, the reporter indicated that the patient underwent a knee revision due to disease progression. However, during the investigation, photos were provided and reviewed which identified wear on the bearing face and deformation to the medial part of the bearing surface. Attempts have been made and all additional information received has been included in this report.